Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. During the procedure, a thrombus formed on the closure device. The thrombus was attempted to be aspirated from the closure device, and the closure device and was were removed from the patient. The thrombus was visualized on the closure device post removal from the patient. No further thrombus was noted during the procedure. A new 27mm watchman flx closure device was used to successfully complete the procedure. No patient complications were reported.

Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. During the procedure, a thrombus formed on the closure device. The thrombus attempted to be aspirated from the closure device, and the closure device and was were removed from the patient. The thrombus was visualized on the closure device post removal from the patient. No further thrombus was noted during the procedure. A new 27mm watchman flx closure device was used to successfully complete the procedure. No patient complications were reported. It was further reported that the thrombus was visualized on the distal end of the closure device after deployment and prior to a repositioning attempt. Upon visualization of the thrombus, the closure device was recaptured into the wds catheter and removed from the patient. No further patient information could be obtained.